Event description:
A journal article was reviewed that contained information regarding this device. The patient had received radiation therapy (rt) due to prostrate carcinoma. There was noted "invalid data retrieval" with the device interrogation. Further follow up did not yield any additional relevant information regarding the event. The status of the device is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) this information is based entirely on journal literature. This event occured outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "high incidence of implantable cardioverter defibrillator malfunctions during radiation therapy: neutrons as a probable cause of soft errors." Europace. (B)(6) 2013;15(1):60-65.